Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
On 2024-09-10 abiomed japan forwarded the publication entitled: "intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation" in which an impella 5.5 pump support at uconn had a "he had an episode of hemodynamically significant blood loss from gastrointestinal bleeding which improved with blood transfusions although endoscopic evaluation was unrevealing".

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Article citation: pillai, a., jedeon, z., hammond, j., gluck, j., & jaiswal, a. (2024). Intracardiac shunt reversal and early right ventricular failure after left ventricular assist device implantation. Cureus. Https://doi.org/10.7759/cureus.65320 the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-18775. H10 article citation missing. Publication attachment missing.